Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows that the pvc tubing was separated from the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the set separated and leak from the upper fitment during an unspecified infusion programmed at a rate of 25 ml/hr. The rn reported that the failure occurred without much pulling or resistance to the tubing.